Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt, who experienced cardiac fibrillation during a procedure for hypo-plastic left-heart syndrome, when the device did not deliver the desired energy to the patient. Clinicians delivered two initial shocks externally with paddles with ten (10) joules selected, however the device indicated that only one (1) joule was delivered to the patient. The clinicians then proceeded to open the patient's chest and used internal handles directly on the patient's heart and successfully converted the patient's heart-rhythm. In a follow-up conversation with the customer, additional circumstances surrounding the incident indicate probable user error as the cause of the reported problem. The patient was dressed with a sterile barrier product, the 3m ioban antimcrobial incise drape, for the procedure. At the time that the pt arrested, clinicians initially attempted to defibrillate through the barrier. This is contradictory to a warning printed on the product packaging. Upon the device failure to convert the patient, clinicians then applied ultrasound transmission gel as opposed to defib gel to facilitate paddle-to-patient contact. After the second shock did not convert the patient, the chest was opened and internal handles were used to convert the patient. Inital attempts to duplicate the malfunciton, by the facility biomedical engineering department, were successful when covering a defibrillation energy analyzer with the antimicrobial incise drape and applying ultrasound gel to the external paddles. The combination of products drastically changed the impedance of the load within the analyzer and altered the proper output of energy from the device. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.